Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the paddle lead had migrated farther to the left and the patient was only able to get coverage on one side. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.